Event description:
Hosp reported that they had pts on volume ventilator circuits with the sims hme, the foam media dislodged from the hme and traveled down the expiratory limb of the circuits. Reportedly there were four incidents. According to the hosp there was no change in peak flows, pressure drops or tidal volumes and subsequently, no harm to pts.